Manufacturer narrative:
The device has been requested to be returned for evaluation. A follow up medwatch will be submitted upon receipt for evaluation. The 16:310:867:0002 is due to a software "mailbox", that stores temporary data until it can be processed, becoming filled. The issue identified above has been reproduced in our facility with user interface software versions 5.09.90 and 6.13.90. Preliminary analysis indicates that this occurs on triple channel devices, during user programming, with three channels infusing, in specific use case scenarios. Analysis of filed information and the data, event logs and the issue investigation have not shown that the issue will occur on previous software versions in the same case scenario. There is no evidence that this can occur on single channel devices. Root cause investigations are continuing. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.

Event description:
The facility clinical nurse specialist advised that an upgraded loaner triple channel colleague pump had failed and indicated fail code 16:310 during use on a patient in the cardiovascular intensive care unit. The patient was 1 day post open heart surgery. The medications being infused included vasopressin, primacor, and propranolol (concentration, dose, rate and volume unknown). The nurse was increasing the vasopressin when the device failed. The patient's blood pressure dropped from the 90's to the low 80's for a few minutes. The pump was replaced, the medications restarted, and the blood pressure was restored to normal levels.